Event description:
The facility representative reported a pump with failure code 810:11. Information was not provided regarding whether the event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported. No additional was provided.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and the failure code 810:11 confirmed in the event history. Service verified the ail calibration, which passed during testing and cleaned the pump channel and tested the device.